Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient has reported, via regulatory agency, the event of "on the replacement of the prosthesis of a large volume, it was discovered that there was a rupture on the asymptomatic equator". Device has been explanted and will not be returned. This case relates to the left side.